Manufacturer narrative:
Age at time of event :18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via the right brachial artery. The target lesion was located in the right renal artery. A 60cm 6fr non-bsc guide catheter was inserted but failed to advance to the upper end of the stent graft. Only the 0.035in 260cm non-bsc guidewire can be inserted into the right renal artery; therefore, the guide catheter was advanced only up to the ostium of the target lesion. Subsequently, a 5.0 x 40, 135cm mustang balloon catheter was advanced to dilate the lesion. The balloon was inflated while 2cm of the balloon catheter remained in the guide catheter and the guide catheter was pushed in soon after the balloon was deflated. Balloon inflation and deflation were repeatedly done to advance the guide catheter but the guide catheter failed to advance. The physician then gave up on advancing the guide catheter. Instead, the physician remove the balloon catheter to have it changed with another device but the wire was removed together with the balloon catheter. All devices were removed from the patient. Outside patient, the physician attempted to remove the wire from the balloon catheter but failed. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a balloon catheter was received for analysis with a 0.035inch wire partially inserted through the wire lumen. No issues were noted with the tip section of the device. There were no issues noted with the profile of the balloon. The guidewire was not visible from the tip section of the balloon catheter but it was exiting out through the hub. The section of the wire that was not inserted through the device was kinked at various locations. An initial attempt to remove the wire met with a restriction. As a result the device and wire were soaked in a water bath (shamrock 19215) at 37 degrees. Another attempt to remove the wire met with no resistance. When an attempt was made to pass the guidewire through the device it was noted that the wire passed freely through the entire device. However, when the kinked section of wire was attempted to be passed through the device, resistance was met. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via the right brachial artery. The target lesion was located in the right renal artery. A 60cm 6fr non-bsc guide catheter was inserted but failed to advance to the upper end of the stent graft. Only the 0.035in 260cm non-bsc guidewire can be inserted into the right renal artery; therefore, the guide catheter was advanced only up to the ostium of the target lesion. Subsequently, a 5.0 x 40, 135cm mustang balloon catheter was advanced to dilate the lesion. The balloon was inflated while 2cm of the balloon catheter remained in the guide catheter and the guide catheter was pushed in soon after the balloon was deflated. Balloon inflation and deflation were repeatedly done to advance the guide catheter but the guide catheter failed to advance. The physician then gave up on advancing the guide catheter. Instead, the physician remove the balloon catheter to have it changed with another device but the wire was removed together with the balloon catheter. All devices were removed from the patient. Outside patient, the physician attempted to remove the wire from the balloon catheter but failed. The procedure was completed with this device. No patient complications were reported and the patient's status was good.